Event description:
It was reported that one of the bd alaris¿ smartsite¿ needle-free connector extension set lumens was blocked while priming it. The following information was provided by the initial reporter: "unable to prime one lumen of smartsite bi-extension, leading to only one lumen line being usable and second line being redundant. Please confirm if complete occlusion or flow restriction was detected?: complete occlusion in affected lumen. Please confirm there were any visible damages to the device?: no visible damage".

Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 12-oct-2023. Investigation summary: four 20019e7d samples from lot 22095306 were received in opened packaging for investigation. No residual fluid was detected in the device. The feedback provided by the customer suggests a complete occlusion was detected during use of the extension set. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported occlusion. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, the customer's experience could not be replicated as the piston of the smartsite opened and no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095306 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d extension set in the past 12 months.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one of the bd alaris¿ smartsite¿ needle-free connector extension set lumens was blocked while priming it. The following information was provided by the initial reporter: "unable to prime one lumen of smartsite bi-extension, leading to only one lumen line being usable and second line being redundant... Please confirm if complete occlusion or flow restriction was detected? - complete occlusion in affected lumen. Please confirm there were any visible damages to the device? - no visible damage."